Manufacturer narrative:
Product event summary : the full lead was returned and analyzed, no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. The analyst noted that the guidewire insertion was performed, result was passed. The guidewire passed through the coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was unable to pass a wire through the left ventricular (lv) lead. It was noted that the wire would get stuck somewhere close to the distal portion of the lead. The lead was in the body but was removed from the body. A new whisper wire was attempted to be placed through the lead when an issue occurred. The physician was able to back feed the new wire, but not load it from the top. Once the wire was back fed fully in the lead, the wire was ¿unable to comeback out of the tip.¿ the lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.